Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies and resumed insulin delivery. Customers blood glucose was approximately 120 mg/dl .